Event description:
It was reported to arkray factory on (B) (6) 2007 that the measurement units of glucocard memory ii changed from mmol/l to mg/dl. No pt injury or medical intervention was associated with this event. No further info was available regarding this event.

Manufacturer narrative:
The complaint device was not returned for evaluation. The mfg history record, shipping records and mfg inspection data were reviewed for (B) (4) and no anomalies were found. The complaint description was not confirmed. A root cause for this complaint is undeterminable since no issues were found during the analysis of the device.